Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer's blood glucose level at the time of incident was 48mg/dl. The customer's most current level was 102mg/dl. The customer treated the lows with candy. The customer declined to troubleshoot for the lows at this time. The customer states they would be contacting their healthcare provider.